Manufacturer narrative:
The investigation has determined that a discordant vitros tsh result was obtained from a single patient sample when tested on a vitros xt7600 integrated system using a vitros tsh reagent lot 6450 when compared to results for the same sample from a vitros immunodiagnostic products tsh3 reagent and on a non-vitros roche system. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6450. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause for the discordant vitros tsh result for patient 1 is an unknown sample specific interferent present in the sample drawn from the patient in question. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a discordant vitros tsh result was obtained from a single patient sample when tested on a vitros xt7600 integrated system using a vitros tsh reagent lot 6450 when compared to results for the same sample from a vitros immunodiagnostic products tsh3 reagent and on a non-vitros roche system. Patient result of 4.64 miu/l versus the expected result of 124.2 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the vitros tsh result was not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).